Manufacturer narrative:
Ventec performed an initial evaluation of the device but was unable to duplicate the reported issue of lower than expected exhaled tidal volume (vte) levels. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: further testing of the device was performed by ventec but the reported issue of the device's exhaled tidal volume (vte) levels being low could not be confirmed. Proper device operation was then observed through functional and performance testing. The cause of the reported issue could not be determined.